Event description:
It was reported through the research article titled ¿effect of a conservative enoxaparin bridging protocol for heartmate 3 left ventricular assist devices¿ identifying that hm3 may be related in events of death, renal failure, heart transplant, gastrointestinal bleeding, major and minor bleeding events, hemorrhagic stroke, hemolysis, and thrombotic event (te) related to subtherapeutic inr values. Hemorrhagic stroke and hemolysis were classified under te. The pre and post-cohort study aimed to describe whether a more conservative hm3 outpatient enoxaparin bridging protocol correlates with a reduction in major bleeding without the potential cost of increased tes. The study was a single center study of patients with an hm3 device whose anticoagulation regimen was being managed at the christ hospital health network¿s outpatient lvad clinic. The study analyzed a total of 380 patients with an lvad identified with encounters at the outpatient lvad clinic, 194 of which were found to have an hm3 device. Of the 194, 112 were excluded, with 82 remaining. All 82 had been ambulatory patients with hm3 and a target inr greater than or equal to two and a subtherapeutic episode, . A total of 237 subtherapeutic episodes were identified during the study period and included in the primary and secondary analyses, with 105 subtherapeutic episodes in the pre-group and 132 subtherapeutic episodes in the post group. There were 8 events of mbe within 7 days or te within 30 days, 16 events of mbe or te within 30 days, 15 major bleeding events within 30 days, 2 thrombotic events within 30 days, and 36 minor bleeding events within 30 days. The pre-group consisted of subtherapeutic inr episodes from january 1, 2022, to november 30, 2022, and the post-group consisted of subtherapeutic inr episodes from january 1, 2023, to november 30, 2023. However, the events reported as part of the excluded group were not reported. The excluded group included patients with a history of heparin-induced thrombocytopenia, a history of gi bleed within 6 months before the subtherapeutic inr episode, a history of multiple gi bleeds, noncompliance with inr checks within 7 days following a subtherapeutic inr, dialysis, and inpatient bridging episodes. Additionally, some patients in the excluded group received heart transplants or passed away prior to the study.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of pharmacy, the christ hospital health network, cincinnati, ohio; mckee, s., brebberman, k., egnaczyk, g. F., & weber, k. (2026). Effect of a conservative enoxaparin bridging protocol for heartmate 3 left ventricular assist devices. Asaio journal (american society for artificial internal organs : 1992), 72(2), 145¿151. Https://doi.org/10.1097/mat.0000000000002471. Manufacturer's investigation conclusion: a specific cause for the reported patient outcomes of expiration could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas) could not be conclusively established through this evaluation. The article titled ¿effect of a conservative enoxaparin bridging protocol for heartmate 3 left ventricular assist devices¿ authored by mckee et al was reviewed. The retrospective, single-center pre- and post-cohort study assessed whether a more conservative anticoagulation bridging protocol for patients with subtherapeutic international normalized ratio (inr) correlated with a reduction in major bleeding events (mbes) and thrombotic events (tes). It was noted that 36 patients with a heartmate 3 lvas had been excluded from the study as they had expired prior to the study. No heartmate 3 lvas devices were returned for evaluation. Device serial numbers were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.